Event description:
As reported by the affiliate, this pt was admitted for their first coronary angiography.this was an elective procedure. A de nove lesion of the right coronary artery (rca) with 100% stenosis was identified. The lesion was tortuous and calcified. The physician was unable to cross the lesion with the cypher (3.0 x 18mm). He attempted to withdraw the device but it became caught on the launcher ar1 6f (medtronic) gudie catheter. The stent did not dislodge from the balloon. There were apparent additional difficulties and the physician had to "cut the device" to get it out. Further details regarding device removal were requested but have not been forthcoming. Upon removal of the device, the physician noted that one end of the stent was flared. There had been no attempts to inflate the balloon during the procedure. There was no injury to the pt.